Event description:
It was reported that the circuit breaker on the device kept tripping. (B)(4).

Manufacturer narrative:
A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted when additional information becomes available.